Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were recently unable to fill the reservoir of the insulin pump and that the plunger had fallen off. Blood glucose level at the time of the call was 111 mg/dl. No further information was provided.